Manufacturer narrative:
The end tube was replaced to repair the stretcher.

Event description:
The account alleged the right siderail end tube was broken and the siderail would not latch at the up position.